Event description:
It was reported that a malfunction occurred on the pump with a malfunction code of malf 0. There was no reported impact to the customer's blood glucose level, as the caller declined to answer specific bg readings. The customer reverted to using multiple daily injections (mdi) for insulin delivery and was provided with instructions to put the pump into storage mode before returning it. Tandem technical support confirmed the shipping details and sent a replacement pump to the customer, advising them to return the malfunctioning pump using a pre-paid label within 10 days.